Event description:
It was reported that the procedure was to treat the right internal carotid artery. During use, the rx acculink would not advance onto the nav6 guide wire. The rx acculink was removed without resistance, and another rx acculink was advanced on the same guide wire, without issue. The procedure was completed successfully. There were no adverse patient effects reported. No additional information was provided. Returned device analysis revealed that there were tears in the inner member at the twisted portion. There was a hole in the inner member at the collapsed portion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (ses) was returned with blood on the stent implant and on the sheath, consistent with handling. There was saline on the shaft, in the guide wire lumen and in the guide wire exit notch. The inner member was twisted and collapsed 1.3 cm distal to the guide wire exit notch for a length of 9 mm. There were tears in the inner member at the twisted portion. There was a hole in the inner member at the collapsed portion. There was no other damage noted to the ses. The guide wire used during the procedure was not returned. The handle lock was in the locked position. During functional testing, an attempt was made to backload a new .014 inch guide wire through the ses, but was not able to advance past the damaged inner member. Although a conclusive cause for the twisting of the inner member could not be determined, this type of anomaly suggests that the tip of the ses was held stationary as the handle and/or proximal end of shaft it rotated. In this case, the difficulty advancing the guide wire is likely related to the twisting of the guide wire lumen. Additionally, the puncture holes noted at the twisting location are likely related to the proximal end of the guide wire during the attempt to back load. The difficulty of advancing the guide wire and subsequent damage appears to be related to the twisting of the guide wire lumen. Although a conclusive cause for the twisting could not be determined, there is no indication to suggest a product quality deficiency. This type of reported event will continue to be monitored. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing all self expanding stent systems are visually inspected at multiple locations. In addition, a sampling of units is visually, dimensionally and functionally inspected.